Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that artifacts were seen when it comes to this right ventricular (rv) lead related to unipolar sensing configuration. In addition, a lead safety switch occurred in (B)(6) 2019 due to out of range pace impedance measurements. A lead revision took place and it was noted that the lead remained in the patient. No adverse patient effects were reported.